Event description:
It was reported that this implantable pacemaker exhibited high pacing threshold, and pacing was not delivered when required. The patient underwent pericardiocentesis procedure and right atrial (ra) lead repositioning due to pericardial effusion, pericarditis and micro perforation. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to field f10 impact codes (4) and field h6 impact codes (4). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker exhibited high pacing threshold, and pacing was not delivered when required. The patient underwent pericardiocentesis procedure and right atrial (ra) lead repositioning due to pericardial effusion, pericarditis and micro perforation. To date, this device remains in service. No adverse patient effects were reported.